Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.

Manufacturer narrative:
Date of event is unknown as it was not provided. Serial number is unknown as it was not provided. Unique identifier is unknown as serial number was not provided. Manufacturer date is unknown as serial number was not provided. The clinic is reporting this adverse event only and did not request or require field service or clinical support. A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained that changes the facts or conclusion, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract extraction procedure, a corneal burn occurred in the patient¿s operative eye when using the whitestar signature pro console. The patient outcome is well. Although attempts were made to obtain additional detail, there is further information provided.